Event description:
It was reported that this right atrial (ra) lead was observed to have triggered a lead safety switch (lss) due to low out of range impedance measurements. The physician will continue to closely monitor the ra lead. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was observed to have triggered a lead safety switch (lss) due to low out of range impedance measurements. The physician will continue to closely monitor the ra lead. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the presenting egm showed that this right atrial (ra) lead exhibited loss of capture (loc) and noisy signals. Ts discussed possible causes with the hcp. At this time, the ra lead remains in service. No additional adverse patient effects were reported.